Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and while charging pump, a low power alert occurred. Customer continued charging and after a period of time battery charge was completed. Customer continued to use pump for insulin therapy. Customer's blood glucose was within range (value not provided).